Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the patient orders not crossing due to 8000 messages stuck on the server. A technical support specialist restarted the external messaging services and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device on the complaint (B)(4).

Event description:
It was reported by the customer that a pyxis medstation es system did not prompt the new patient orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.